Event description:
The gamma target device broke. This event did not cause an adverse consequence to the patient or surgical delay.

Manufacturer narrative:
Summary of eval: eval results indicate that this event occurred due to a combination of the device being hit with a hard object and repeated autoclavings. Corrective action has been implemented.